Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos and one loose 1ml ll syringe were received and evaluated. The syringe had a tip cap attached and was clearly used with plunger drawn back and unidentified liquid residue found in the fluid path. No foreign matter was observed in the sample received. The two photos depict a 1ml ll syringe with a tip cap attached and plunger at about 0.1ml. A white fm can be seen in the fluid path. The fm appears to be a broken off piece of a plunger rod not part of this syringe. Quality has previously reviewed, evaluated and investigated this failure mode. Potential root cause for the component fragment is associated with the assembly process. No additional actions are required at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.